Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective processor board. The board was replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The board was returned to livanova (B)(4) for further investigation. During the evaluation, the reported failure was confirmed and a faulty ac/dc converter was identified as root cause for the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 roller pump stopped and displayed an error message during priming. There was no patient involvement.